Manufacturer narrative:
Device was used for treatment, not diagnosis. Prata do nascimento, f. Et al (2013) flexible intramedullary nails with traction versus plaster cast for treating femoral shaft fractures in children: comparative retrospective study. Sao paulo med j. 131: 5-12. Brazil. This report is for unknown titanium elastic nails (ten) system, unknown part number, unknown lot number, unknown quantity. Unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: prata do nascimento, f. Et al (2013) flexible intramedullary nails with traction versus plaster cast for treating femoral shaft fractures in children: comparative retrospective study. Sao paulo med j. 131: 5-12. Brazil. The purpose of this study is to compare treatments for femoral shaft fractures using intramedullary nails (titanium elastic nails (ten)) versus traction and plaster casts in children. This retrospective comparative study consisted of 60 children with femoral fractures: 30 underwent surgical treatment with ten and 30 were treated conservatively using plaster casts. Patients' ages ranged from 5 to 13.5 years, 41 males and 19 females. Fractures were transverse and oblique. Follow ups consisted of physical examination, radiographs, and scanometry. Angular deformities (in degrees), discrepancies (in centimeters), initial and final shortening and excessive growth were measured. Other variables were also analyzed: duration of traction and hospitalization, time taken for the patient to be able to bear weight on the limb and return to his daily activities, time taken for consolidation to be achieved, presence of acute and late complications, number of subsequent hospitalizations, complaints and length of follow-up. Comparisons were made using the fisher, mann-whitney tests, barlett and pearson chisquare test. Analysis of variance (anova) was also used. The minimum length of follow-up was 24 months. Frequency of follow-ups was not specified. Between six and eight months after fracture healing and remodeling, nails were surgically removed. The following complications were reported: female patient fell while trying to walk during the first hospitalization thereby, losing reduction. Revision surgery was indicated. Additional complications were provided for conservative group but they will not be assessed in this report. This is report 3 of 3 for (B)(4). This report is for unknown titanium elastic nails (ten) system. This report is for 3 devices.